Event description:
It was reported that the patient was admitted to the epilepsy monitoring unit(emu) and the generator output current for normal and autostimulation were disabled for testing. It was indicated that the emu's 15 lead EKG did not pick up any bradycardia events; however, the generator was continuing to report bradycardia events when the vns magnet was swiped. It was noted that the patient heart rate sensitivity was detecting correctly and the patient's heart rate matched the EKG. No additional relevant information has been received to date.

Event description:
It was reported by the nurse practitioner that the patient was experiencing increased bradycardia episodes and worsening seizures. It was noted that provider stopped titration and increased the autostimulation threshold. It was noted that the patient has a history of bradycardia prior to vns. No additional relevant information has been received to date.

Event description:
Per the provider, it is believed the patient's worsening seizures are due to the underlying genetic condition. Kcnb1 and puberty. No additional relevant information has been received to date.